Event description:
It was reported that this newly implanted right atrial (ra) lead exhibited fluctuating measurements after the pocket was closed. Imaging was performed and the lead had fallen out of place. The pocket was reopened, and the lead was repositioned. The new measurements were all in range and no patient complications were observed. The ra lead remains in service and no additional adverse patient effects were reported.